Event description:
Boston scientific received information that this left ventricular (lv) lead got dislodged. Additional information from the field representative indicated that this lv lead was used through the inner lumen to reach a distal branch. This lv lead had some stimulation at initial location but then found an acceptable branch with no stimulations at implant procedure. This lead was then tunneled back across the chest to the left side and it was attached. The next day however, x-ray was done and it was found that this lv lead moved slightly and the patient have diaphragmatic stimulations at all configurations. The physician then performed a surgical intervention and this lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.